Event description:
Information was received indicating that when the tubing was clamped, the pump continued to pump and the ivf was leaking from the tubing as it exited from the pump. It was reported that the pump was subsequently stopped, unhooked from the patient and the tubing was changed. Per reporter after the tubing was changed, there no further leaking occurred. No adverse patient effects were reported. Per reporter no additional information is available.

Manufacturer narrative:
(B)(6).